Event description:
Death certificate was received stating that the patient's manner of death was an accident. The cause of death is probable smothering, obstruction of the nose and mouth, due to patient being in a face down position in bedding following epileptic seizure.

Event description:
It was reported that the patient passed away on (B)(6) 2013 due to sudep. Attempts for additional information were made to the neurologist. Additional relevant information has not been received to date.